Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the programmer continually rebooted itself at power up. Troubleshooting was only able to reduce the bootup time by half, and it was suggested to send the programmer in for repair to fully remedy the issue. The status of the programmer is unknown. There was no patient involvement.